Event description:
Reporter alleged the customer received a discrepant blood glucose result of 400 mg/dl back to back with a result of 185, 190, or 201 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter was unsure exactly of what was the second result. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.